Manufacturer narrative:
(B) (4). (B) (4). The analysis found that one sc60 device a was received with no visual non-conformances and a cartridge reload loaded on the device. The cartridge reload was received fully fired. Upon further inspection of the device, a clip was found lodged inside the device jaw. Metal objects should be avoided as they can cause mechanical failures. Proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all staples as intended. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism resulting in the trigger not properly returning to its home position. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The analysis found that one sc60 device b was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, after the bronchial tube was fired with the device, the knife did not return to the home position. At first, the device could not be released with the manual release lever. Eventually, the manual release lever was pulled up as far as possible, and the device could be released. There were no adverse consequences to the patient. The instrument had been used to resect the inter-lobar with the blue reload before the gold reload was used. When the event occurred, our sales rep gave a nurse the verbal instruction by telephone. To confirm exact movement of the manual release lever, another new device was opened by her. The second device was not used on the patient. A nurse commented that the jaw was usually cleaned after firings.